Manufacturer narrative:
Additional information received that there was no injury. This is a follow up report for this additional information. Investigation results: device sent to hdt. The measurements with the long cable are correct and functioning properly. However, the issue appears to be with the end cable (the hook cable for the endodontic file) - the service center recommended replacing cables. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code; 4580, health effect - impact code: 4648, the correct codes for this complaint are: health effect - clinical code: 4582, health effect - impact code; 2199. This is a follow up report to correct this code.

Manufacturer narrative:
While there is no indication that a serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803.

Event description:
In this event it is reported that a propex pixi eur was giving incorrect measurements. The outcome of this event is unknown as of this MDR. Further information requested.